Event description:
The customer reported being unable to acquire 12-lead ECG.

Manufacturer narrative:
The customer reported being unable to acquire 12-lead ECG. The customer localized the issue to a failed leads ECG trunk cable. The trunk cable was replaced. We are considering that this was a malfunction of the trunk cable based on the customer report.